Event description:
The customer reported in the medwatch form: "event desc: the machine alarmed for access, then return alarm. The catheter was flushed and the lines were switched. The filter then clotted. The machine produced a "burning" smell and would not restart. Unable to unload the filter. The machine was sent to biomed." The machine was removed from the treatment area and sent to the biomedical dept for inspection and repair. The hospital's biomedical and a gambro technical service rep inspected the machine. Several components were replaced and a cartridge carrier motor was determined to have shorted a driver circuit board assembly. The machine was verified to be functioning correctly and authorized to be returned to service.